Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a loudspeaker in the corridor does not work. The sound is distributed over a loudspeaker distribution system. The device was in clinical use monitoring a patient at time the issue was discovered. There was no adverse event or patent harm reported.